Event description:
It was reported that the bd angiocath¿ plus IV catheter tip was found damaged before use. The following information was provided by the initial reporter: "catheter tip damaged"

Manufacturer narrative:
H.6. Investigation: 1 photo as shown in and 1 actual sample was returned for evaluation. Catheter damage was observed on the returned sample. The investigation was able to confirm what customer experienced. Catheter damage was observed on the returned sample. Catheter damaged could have been caused by needle pierced through catheter. This could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. CAPA# 590840 had been initiated to address needle pierced through catheter issue the batch produced is before the implementation of the CAPA. DHR was performed and no quality notification was raised for similar nonconformance during the production of this batch.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ plus IV catheter tip was found damaged before use. The following information was provided by the initial reporter: "catheter tip damaged."